Event description:
Later patient reported cysts, as well as the following events, not related to the device: ¿ductal ectasia¿, ¿apocrine metaplasia without atypia¿, and ¿stroma with areas of fibrosclerosis and light focal lymphocytic infiltrate¿. The capsular contracture is baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown, "superior displacement," "presence of folds," and "inflammatory process." The device remains implanted.